Event description:
The following event description is provided verbatim from the initial complaint. "Surgery was scheduled to be a redo CABG with tmr laser therapy. During preop, the surgeon and cardiologist made the determination to forego the CABG procedure and instead before a stand-alone tmr laser procedure. The procedure proceeded and the tnr laser was administered without issue or incident. As the patient was recovering on the table in the operating room, he experienced a significant arrhythmia and needed to be managed medically. Emergently, the cardiac team placed an arrow iabp into the patient. The patient stabilized and was then transported to the pacu. During transport, the patient experienced multiple arrhythmias and coded twice. The patient was rushed back to the operating room under manual chest compressions and they emergently opened the patient's chest. Ultimately, the patient received an abiomed biventricular assist device and would likely be transferred to another center." Novadaq is attempting to acquire further information from the reporting hospital. No further information has been provided at this time.

Manufacturer narrative:
Further device and event information is being sought from the distributor and the hospital. A questionnaire was immediately sen to the site upon receipt of complaint by novadaq. The date, no response has been received for the questionnaire. Novadaq is continuing efforts to receive further information. It is known by novadaq the heart laser co2 tmr did not malfunction. The device functioned correctly and as intended.